Manufacturer narrative:
(B)(4). D10: item # 00249000364, znnâ¿¢, cmn lag screw reamer, short, lot # 4504491713. G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the znn cmn hip screw drill bit broke off during use. Attempts have been made and no additional information on the reported event is required at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, e3, g3, g6, h2, h3, h6, h10, h11. The lag screw reamers were returned for investigation. The rear ends and the shafts of the reamers show signs of normal usage and are overall inconspicuous. The cutting edges of the instruments are damaged and the tips of both reamers are fractured off; the fragments were not returned. A review of the device manufacturing records confirmed no abnormalities or deviations. No information was received on the other instruments and implants used during surgery; therefore, a compatibility review of the involved products could not be verified. Surgical technique recommends to "assemble the lag screw trocar into the lag screw cannula and pass through the correct hole in the targeting guide for the chosen ccd angle" and suggest "hole indicators can be placed in static (st) and dynamic (dy) holes of the targeting guide and in holes for ccd angles that will not be used to avoid the occidental use of those holes during the surgery". Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Based on the analysis of the returned instruments, a fracture of the tip for both lag screw reamers can be confirmed. The review of the surgical technique suggests that using the wrong ccd angle during assembly of the lag screw reamer on the targeting guide could potentially lead to an impingement of the tip of the lag screw on the nail, which might contribute to the fracture of the reamer. However, with the available information, it is impossible to reproduce the reported event, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.